Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 06/07/2019 to 9/23/2020 and confirmed that this device previously returned for servicing. There were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the device won't turn on. There was no patient involvement.